Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that her insulin pump alarmed with no delivery three times with her previous infusion set; she stated that she was not getting any insulin throughout the night, and when she checked her blood glucose it was 435 mg/dl. Troubleshooting could not occur since the customer had resolved the alarm with a complete set change. The customer's family member declined to return the infusion set and reservoir for analysis. She was advised to call when the pump alarms in order to troubleshoot. No products were shipped or returned.